Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient¿s spouse that a fluid leak was discovered during drain 1 of 4 of pd treatment . During pd treatment the patient¿s spouse said there was a alarm that indicated that system was draining slowly. Then it was noticed that fluid was leaking from the patient line onto the floor due to the connector was not tight so the patient did not fill properly. Technical services assisted the spouse in cancelling treatment and setting up with new supplies. When the spouse opened the cassette door it was noted that there was no fluid inside. Upon follow up, the patient¿s pd nurse indicated there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient had conversed with the site doctor and patient was noted to be stable. The cycler set used by the patient is available to be returned for physical evaluation by the manufacturer.

Event description:
It was reported by a peritoneal dialysis (pd) patient¿s spouse that a fluid leak was discovered during drain 1 of 4 of pd treatment . During pd treatment the patient¿s spouse said there was a alarm that indicated that system was draining slowly. Then it was noticed that fluid was leaking from the patient line onto the floor due to the connector was not tight so the patient did not fill properly. Technical services assisted the spouse in cancelling treatment and setting up with new supplies. When the spouse opened the cassette door it was noted that there was no fluid inside. Upon follow up, the patient¿s pd nurse indicated there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient had conversed with the site doctor and patient was noted to be stable. The cycler set used by the patient is available to be returned for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information: d.9.;h.3. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. The carrier tracking number was verified and no information was found that the customer sent the sample. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.